Event description:
On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. While the physician was ballooning the distal end of the contralateral leg component a dissection was created just proximal to the hypogastric artery. An amplatzer plug and an iliac extender component were implanted to treat the dissection. The hypogastric artery was intentionally covered. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.